Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the process of repositioning the patient¿s lead, the lead became twisted. The patient was stable throughout.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.